Event description:
When the surgeon operated on a pt to remove a hallu s plate, 2 of the prongs on the screwdriver snapped off inside the pt. There was no other screwdriver available at that time. The surgeon tried using a screwdriver from another set, but it didn't fit. The procedure was abandoned.